Event description:
The patient presented in 2003 with "slight withdrawal symptoms - diarrhea, runny nose, cold, and shaky." This occurred 4 times more and 5 days later, the patient took oxycontin 80mg with report of no withdrawal symptoms and the pain reasonably controlled. The patient continued on the supplemental oxycontin. Two days later, the patient had complaints of itching, so stopped it. Resumed low doses of the oxycontin because the diarrhea, runny nose, lightheadedness, and nausea recurred. Two weeks later, the pump was emptied of 10.1ml of drug - expected was 12mls. It was refilled with saline and the patient was maintained on the oral oxycontin. One month later it was decided to retry the pump with a lower concentration of hydromorphone - 4mg/ml at 1mg/day. The patient once again complained of intermittent withdrawal symptoms that responded to the additional oxycontin. The patient requested removal of the pump. It was explanted and replaced. A follow up report will be sent when additional information is received.